Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional corrected information. The following sections were updated: b4, b5, d4, d9, g3, g6, h2, h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the spring of the femoral slap hammer fractured, rendering the instrument unusable for removing the guides. The issue was identified outside of a clinical setting. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D4, the primary unique device identification (UDI) number is not applicable as the lot number of the device is currently unknown. G2, foreign: poland. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.